Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician implanting this device was unaware that the new nominal pacing, out of box setting, was bipolar which requires a programming change during implant, should unipolar pacing be desired. The physician commented this change was an "error" in design and can pose problems if unrecognized by implanting physicians. No specific adverse patient effects were reported in this case and nominal programming changes had been correctly communicated in labeling prior to international release. This device remains implanted and in service with no other reported anomalies.